Event description:
It was reported that this complete pacemaker system was explanted due to infection. The devices are not expected to return for analysis. No additional adverse patient effects were reported.